Event description:
The pt experienced pain at the pocket site; the device was explanted. The pt recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.